Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes with under sensed p - waves, but intrinsic conduction. The waves sometimes show low amplitude. The behavior appears to be intermittent and could be noted on various dates. Sensitivity reprogramming was recommended, as well as a revision in case the pacing percentages begin to decline. The crt-d remains in service. No adverse patient effects were reported.